Event description:
It was reported that during a hepatic duct stenting treatment procedure sheath detachment and stent explantation occurred. The target lesions were in the left and right hepatic duct. Unspecified types of guide wires were advanced into the left and right common hepatic duct. An 8.5fr/12cm flexima biliary stent was implanted in the right common hepatic duct; however, the inner sheath also detached and was "left inside the stent". The physician successfully implanted an unspecified type of stent in the left common hepatic duct. The previously implanted 8.5fr/12cm flexima biliary stent was explanted and replaced with another of the same device. There were no patient complications reported. The patient's current condition is unknown.